Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to a hardware error on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
The returned complaint device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the receiver data log found no errors related to the reported event. The customer complaint could not be verified. The root cause could not be determined.